Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated  the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01805. It was reported the patient was experiencing ineffective stimulation due to one of their leads migrating. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.. Note: it is unknown which lead migrated, as such both leads are being reported.

Event description:
Additional information indicates the patient had their drg system explanted on (B)(6) to resolve the issue.